Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a suspected infection at the ipg site. It was also stated that the patient had frequent ipg charging. The patient underwent a revision procedure wherein the ipg was moved to the right side. The patient was doing well postoperatively.